Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarm, caused by out of specification door hooks. The door hooks were adjusted during the repair process.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt incident.